Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019,product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 20-feb- 2017, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications as of (B)(6) 2019: dilaudid (concentration 0.6 mg/ml, dose rate: 0.10054 mg/day), bupivacaine (concentration: 20.0 mg/ml, dose rate: 3.351 mg/day), and baclofen (concentration: 20.0 mg/ml, dose rate: 3.351 mg/day). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for spinal pain. It was reported the patient experienced intercostal neuralgia with a malfunctioning intrathecal pump and catheter. The date of the event was not reported. The patient was admitted on (B)(6) 2019 and their pump and catheter were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter revealed a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. If information is provided in the future, a supplemental report will be issued.